Event description:
It was reported that during a right femoral approach, the filter legs were not disengaging from the pusher cup. Doctor properly positioned the delivery catheter 1cm below the lowest renal. Deployed the dome and repositioned the filter closer to the renals. However, upon further deployment, the filter would not release and was pulling back towards the iliacs. The doctor finally got the filter released, but not in his desired target area. No further complication were reported.